Event description:
The patient received two peripheral leads (off-label use) with the same lot number. It was reported the patient was in a scuffle about six months ago, and subsequently no longer had stimulation in the correct areas. Since that time the patient had not used the scs system. It was reported the patient's leads were implanted in the collar bone area and have migrated to her upper back shoulder according to x-rays. The physician planned to undertake a trial procedure prior to making a decision regarding the current peripheral leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.